Event description:
Technician alleged that the brake casters would swivel when brake was set.

Manufacturer narrative:
Technician replaced the brake mechanisms, brake and brake/steer casters, brake cover and reverse trendelenburg operating latch to resolve the issues with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.